Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non-function. A right atrial (ra) and left ventricular (lv) lead were present in the patient as well, but were not targeted for extraction. A spectranetics lld ez lead locking device (lld ez) was inserted into the rv lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath, progress was achieved to the superior vena cava (svc)/innominate junction, where snowplowing occurred. Switching to a 16f glidelight, advancement was made through the svc to the svc/ra junction, when binding of the leads was encountered. The patient¿s blood pressure dropped, and rescue efforts began, including rescue balloon, CPR, and sternotomy. An svc perforation was discovered and repaired. Then, an attempt to unlock the lld ez was made, but was unsuccessful; therefore, the rv lead/lld ez were cut and capped and remained in the patient (MDR #3007284006-2025-00029). The patient survived the procedure. This report captures the 16f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of the glidelight device in use during the procedure.

Manufacturer narrative:
A3b) patient gender- not provided by facility. D4) device serial number- not provided by facility. H3) the 16f glidelight was discarded, thus no returned product investigation was performed. H6) great vessel perforation is a known risk of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.